Event description:
It was reported that the device algorithm failed to withhold for t-wave oversensing (twos), and the patient received an inappropriate shock. The device programming was corrected via a system update, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).